Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Testing showed the high flow insufflation unit gave an alarm during testing. An alarm occurred due to failure of printed circuit (cr) board. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high flow insufflation unit issued an alarm error sound occurred when air was supplied. Additional details relating to the patient and the event have been requested, but no response has been received at this time. No adverse effects to patient reported.